Manufacturer narrative:
Correction: upon further review, conclusion code no longer applies to this report.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n: (B)(4)] found broken connector pins on the cable assembly.

Event description:
The consumer reported that the patient's battery broke; it was further reported that the patient's battery was dead and needed to recharge. It was also reported that there was a broken connector pin on the desktop charger (dtc). The reported issues began on (B)(6) 2016. Additional information received from the consumer reported that the patient was in pain on (B)(6) 2016 because he could not charge his ins. The patient received the replacement dtc on (B)(6) 2016 and confirmed it was working. There was no reported patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.